Event description:
A health care professional reported that, during the cataract surgery with intraocular lens (iol) implant procedure, the iol found to be marked in the center. The surgery was completed with the same iol. The defective iol is still in the patient's eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).